Manufacturer narrative:
Per the tandem user guide - always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 565mg/dl. Reportedly, customer did not realize that the cartridge ran out of insulin. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the same day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.